Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that during use, the tubing of the dpt disconnected at the 3-way stopcock on a radial artery catheter when the patient was moved. As a result there was a back flow of arterial blood. It is unknown if there was any blood loss noted. It was communicated that there was no consequences for the patient. Additional information has been requested of the hospital. No patient demographic information has been obtained to date.

Manufacturer narrative:
We received one single dpt kit for examination. The reported event of "disconnection of the tubing at the 3-way stopcock" was not confirmed. Dry blood residues was visible at the connection between the stand-alone stopcock female luer and the pressure tubing male connector. However, all connections were tight and secure. No leakage was detected from the kit during a leak test and no visible damage was observed from the stopcock and tubing male connector. The IFU for edwards pressure monitoring kit instructs to ensure that all connection are secure during procedure. A review of the manufacturing records indicated that the product met specifications upon release. The device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. It is not known if some procedural factors may have contributed to the event. No further actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI # (B)(4).

Event description:
Per follow-up with the reporting facility, it was determined that the tubing was not ¿disconnected¿ but actually ¿loosened¿. In addition, it was noted that the patient was conscious at the time of the event. Patient demographics added.